Event description:
Caller reported a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to perform a pump reset, successfully resolving the issue and allowing the sensor session to start without further errors.